Event description:
From staff: two port-a-cath needles from lot number ashqfc061 have been opened and found to be faulty. First needle was loose and white padding was halfway peeled off straight out of the package. Second needle was flushed to prime, and saline was flowing out of the top of the needle (through plastic top of the device).